Event description:
It was reported that mold was found on the bd luer-lock¿ female adaptor. The following information was provided by the initial reporter: "black specs on female ll adaptor."

Manufacturer narrative:
The manufacturing location for this product is us molding coe. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.